Event description:
It was reported that the device was used during an ultra low anterior. The device fired an incomplete staple line. The surgeon hand sewed the remaining anastomotic lip and performed a loop ileostomy to protect the anastomosis for 6 months. Surgical time was extended by 1.5 hours.